Event description:
It was reported that continuous glucose monitor sensor displayed malfunction message while being used with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed full pump reset with guidance from technical support, confirmed malfunction message did not reappear, and successfully started new sensor session; no additional issues were reported.